Event description:
It was reported that the implantable cardiac monitor (icm) showed evidence of false pause episodes due to undersensing. Oversensing was noted as well. Later the patient was seen at the hospital and the device was protruding out of their skin. The device was removed. No patient complications have been reported as a result of this event.